Manufacturer narrative:
Section h10: internal complaint reference: (B)(4). H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, per complaint details, the size 4 femur cutting block only shaved a small amount anteriorly; therefore, the surgeon placed the ¿mechanical sizer on and it sized a 3¿ and the holes ¿matched well with those of the visionaire block so he proceeded with a size 3 femoral block. Reportedly, the tibia cut was made through the visionaire block ¿but had to make a recut in order to fit the spacer block¿ and the surgeon ¿thought the cut was off just a little so he made the adjustment with the mechanical block¿. Per correspondence, the requested clinical documentation would not be available for inclusion in a medical investigation. Based on the information provided, the patient impact beyond the reported modified surgical procedure using manual instrumentation for progression of the case could not be determined; however, no patient injury was reported. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5: description event or problem. E1: name and address

Event description:
It was reported that during a total knee arthroplasty ,the femur block fit well, and the distal cut was made. The size 4 femur cutting block was put on and it only shaved a small amount anteriorly. The doctor was skeptical so he put the mechanical sizer on and it sized a 3. The drill holes with the mechanical sizer matched well with those of the visionaire block so he put a 3 femoral block on and made the cuts. The tibia cut was made through the visionaire block but had to make a recut in order to fit the spacer block. The doctor thought the cut was off just a little so he made the adjustment with the mechanical block. It is unknown if there was a delay for this malfunction. No further information available.

Event description:
The femur block fit well, and the distal cut was made. The size 4 femur cutting block was put on and it only shaved a small amount anteriorly. The doctor was skeptical so he put the mechanical sizer on and it sized a 3. The drill holes with the mechanical sizer matched well with those of the visionaire block so he put a 3 femoral block on and made the cuts. The tibia cut was made through the visionaire block but had to make a recut in order to fit the spacer block. The doctor thought the cut was off just a little so he made the adjustment with the mechanical block. It is unknown if there was a delay for this malfunction.